Event description:
It was reported that stent moved on balloon and stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Following predilation, a 24 x 4.00mm promus premier¿ drug eluting stent was selected but failed to cross the lesion after several attempts and was removed. Predilation was performed again and the stent was re-delivered with a guidezilla guide extension catheter but resistance was encountered when the promus premier¿ stent was inserted into the guidezilla. The device was removed and the physician noted that the position of the stent was slightly moved and the edge of the stent was slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved proximally on balloon and the crimped stent was damaged along its entire length with stent struts lifted upwards from the stent profile at the distal edge of the stent. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device failed to cross the lesion, was removed and was reinserted into the guide extension catheter where resistance was noted. The direction for use states: ¿an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgement from the balloon may occur" (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). Following predilation, a 24 x 4.00mm promus premier¿ drug eluting stent was selected but failed to cross the lesion after several attempts and was removed. Predilation was performed again and the stent was re-delivered with a guidezilla guide extension catheter but resistance was encountered when the promus premier¿ stent was inserted into the guidezilla. The device was removed and the physician noted that the position of the stent was slightly moved and the edge of the stent was slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).